Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 350cc gel catalog #3507350bc lot #220467. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. During a bilateral capsulectomy surgery, bilateral ruptures of the breast prostheses were identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device contained gel with clear appearance, upon receipt by mentor. Brown material was observed within the device. Brown material and gel were observed on the shell surface. During visual examination, product evaluation observed the device severely rented. Additional shell abrasion was found on the device, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/2/2018, mentor also became aware that the correct event date was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).